Event description:
Ous MDR - it was reported that insulation damage is suspected with the lead, which has been implanted for 95 months, based on an x-ray image. The electrical values are unremarkable, the lead is currently still implanted. No deterioration of the patient's state of health was reported. No event date was provided.

Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the moment. The analysis will continue as soon as new information is available.